Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# unknown, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that during a replacement surgery for the implantable neurostimulator (ins) and tined lead, the surgeon found that the tined lead had snapped in two. The break was proximal to the ins connection. It was indicated the patient had complained of a loss of symptom control shortly after a bad fall. Impedances readings showed ¿some impedance.¿ the patient¿s device was reprogrammed several times and they could feel it working, but never regained full efficacy. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Device evaluated by MFR: analysis of the lead revealed no significant anomaly. The lead body conductor had a short between the circuits due to overstress and damage. There were tool marks and crushed coils 9.5 cm from the lead¿s distal end. The outer insulation was cut through and the conductors were segmented 6.5 cm from the lead¿s proximal end.

Manufacturer narrative:
Product ID 309328 lot# 0204283287; explanted: (B)(6) 2014. Product type lead this medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was receiving appropriate therapy following the replacement procedure.